Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed and stated that the brush attachment sprung apart in his mouth. No injury was reported. Follow-up: the consumer had a problem with 2 brushes so far, there was a brush head that was almost completely loose.

Manufacturer narrative:
29-apr-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer e-mailed and stated that the brush attachment sprung apart in his mouth. No injury was reported. Follow-up: the consumer had a problem with 2 brushes so far, there was a brush head that was almost completely loose.